Manufacturer narrative:
Reference for the file: serletis-bizios, a., durand, e., cellier, g., tron, c., bauer, f., glinel, b., dacher, j.n., cribier, a. And eltchaninoff, h., 2016. A prospective analysis of early discharge after transfemoral transcatheter aortic valve implantation. The american journal of cardiology, 118(6), pp.866-872. Multiple reports were submitted for this article. Please reference manufacturer reports number: 2015691-2017-00581, 2015691-2017-00582, 2015691-2017-00583, 2015691-2017-00584, 2015691-2017-00585, 2015691-2017-00586, 2015691-2017-00587, 2015691-2017-00588, and 2015691-2017-00589.

Manufacturer narrative:
This report represents the procedural bleedings mentioned in the study. Additional details of these events are not available, including source of the bleeding and time of the events. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. A procedural or post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life threatening complication of coronary/cardiac interventional procedures, and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. In this case, there is insufficient information to determine the cause of the reported life-threatening bleedings. It is unknown if the events were related to the edward¿s devices, procedural complications or patient co-morbidities, as details were not provided and additional information is not forthcoming. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
The american journal of cardiology published a french single-center study of 130 patients undergoing elective transfemoral tavi from january 2014 to january 2015 with the sapien-xt or sapien-3 prosthesis. Complications were classified using valve academic research consortium 2 criteria. Complications were classified using valve academic research consortium 2 criteria. A higher overall proportion of sapien xt prostheses were used (62%) than those of sapien-3 (37%). The following events occurred during the study period: 35 bleeding (major, minor, life-threatening and blood transfusion), 23 aortic regurgitation, 6 valve in valve procedures, 53 vascular complications (major, minor and vascular stent), 1 myocardial infarction, 1 valve embolization to the ventricle, and 1 cardiac tamponade requiring percutaneous drainage.